Event description:
Facility reported an internal blood leak (third use) at the initiation of the treatment. Estimated blood loss 150cc. Dialyzer had been preprocessed. No medical intervention. No pt ill effect. MDR for blood loss only.